Event description:
A report of the patient's precision system explanted due to infection. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device will not be evaluated as it was discarded by the medical facility.